Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The distribution node to rear therapy electrode cable was severed. The root cause for severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.